Manufacturer narrative:
(B)(4). The cause of the system error 2240 was determined to be due to the patient disconnecting from therapy without stopping the machine. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" (07-19-63-293, july 28, 2010), which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240/2367 (air in tubing) on the homechoice (hc) during drain 5 of 6 while the hp was connected. The hp had disconnected from the hc without stopping the machine and then reconnected after the alarm had occurred. The technical service representative (tsr) explained the alarms. The tsr assisted the hp with clearing the alarms. The hp was going to finish the therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.